Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise across the right ventricular (rv), right atrial (ra), and shock channels. The noise on the rv channel was oversensed, causing pacing inhibition of approximately two to three seconds. The noise was reviewed and it was noted that it appeared to be from electromagnetic interference (emi). Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.

Event description:
Additional information received reported that patient isometrics were performed and the noise was not able to be reproduced. No reprogramming was required. No adverse patient effects were reported. The device remains in service.